Manufacturer narrative:
Result: footboard.

Event description:
It was reported by service report that the plastic foot board on the bed is broken. No patient involvement or adverse consequences are reported.